Manufacturer narrative:
No product was returned for examination. Product info required to retrieve the device history records for review was not provided. The investigation could not draw any conclusions about the reported loosening without the product to examine and insufficient product info. Based on the performed investigation, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Event description:
Pt revised for loosening between both cement/implant and cement/bone interface.